Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going at manufacturing site.

Event description:
Country of complaint: (B)(6). The screw of the nt411r broke off intra-operative. The screw was retrieved immediately. No harm to patient, no delay.